Manufacturer narrative:
A1 patient identifier (B)(6). B5: describe event or problem - updated to document the event resolution date. D3: manufacturer address 1, manufacturer city, manufacturer zip/postal code- updated. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated. G2: report source - added "study" to represent the clinical study for this complaint. H6: impact codes, component codes - populated.

Event description:
Asap too study. It was reported that a thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. In (B)(6) 2020, the subject presented for transesophageal echocardiography (tee) follow up which revealed a 1cm thrombus on the surface of the watchman device. There was complete seal, no residual atrial sepal shunt or pericardial effusion. The subject was on aspirin and clopidogrel at the time of follow up. No action was taken to treat the thrombus which was still ongoing at the time of reporting. The subject is continuing the study. It was further reported that the thrombus on the surface of the closure device was considered resolved on (B)(6) 2023.

Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported that a thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. In (B)(6) 2020, the subject presented for transesophageal echocardiography (tee) follow up which revealed a 1cm thrombus on the surface of the watchman device. There was complete seal, no residual atrial sepal shunt or pericardial effusion. The subject was on aspirin and clopidogrel at the time of follow up. No action was taken to treat the thrombus which was still ongoing at the time of reporting. The subject is continuing the study.